Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms ¿seem to have elevated¿ (believed to mean that their symptoms have returned) because their ins had stopped working. It was also reported poor communication when the patient attempted to sync with the ins. It was confirmed that the issues started around (B)(6) (2019). The patient did use the antenna with the programmer and, when it was confirmed to be attached and synchronized to the ins, the poor communication issue did not resolve. When the programmer was then placed directly over the ins (without the antenna attached), the poor communication issue was still not resolved. The patient was redirected to their healthcare professional (hcp) to have their implant checked. There were no further complications reported or anticipated.